Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On an unreported date, the patient was hospitalized for treatment. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug injection (dose, route, frequency and duration were not reported) and an unspecified drug (intraperitoneal, dose, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.